Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the patient had other health issues that were being treated. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.